Event description:
In 2002, the pt was having a tonsilectomy and adenoidectomy procedure when the physician while using device #1 notice flames coming from the tip of the handpiece. Handpiece was immediately removed and flame extinguished. Or staff reported no changes were made to the handpiece and used as it came out of the packaging. All handpiece from the lot involved in the incident were pulled from use and are also available for inspection.